Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler was not able to fire due to the loose shaft that broke off and did not fall into the patient cavity. The surgeon was able to press the green button and squeeze the handle. They replaced the handle to complete the case. There was no patient injury.